Manufacturer narrative:
The astral device was not returned to resmed. Therefore, the reported complaint cannot be confirmed. If further information becomes available, a supplementary report will be submitted. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device displayed a battery error message. There was no patient involvement.